Event description:
According to the reporter, the customer called regarding placement of a device that was placed in the patient four to five days prior. The patient began to complaint of chest pain and discomfort and wanted the capsule removed. Spoke with the physician regarding the above event and recommended to the treating physician to rule out the chest pain as being attributed to cardiac pain and discussed the possibility of cardiac causes. The treating physician felt cardiac causes for the pain were unlikely due to the patients risk profile. The patient will be scheduled for capsule removal.